Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedances from 70 to 100 ohms over the past 13 years. Rv pace impedance trends showed a gradual rise from 1,400 to 1,800 ohms from january 2022 to 2024, then measurements plateaued. There was no evidence of noise. Rv threshold was 1.1 v and r-wave amplitude average was approximately 10 mv. Subsequently this rv lead was surgically abandoned and replaced during the routine battery replacement procedure. No additional adverse patient effects were reported.